Event description:
On (B)(6) 2012, the pt was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system to treat an abdominal aortic aneurysm. During the procedure the proximal edge of the endograft was positioned directly below the lowest renal artery (left), and the main body was deployed. An intra-arterial angiograph confirmed satisfactory positioning of the proximal end of the graft. However, the undeployed ipsilateral limb was shown to be covering the right internal iliac artery (iia). To preserve patency of the iia, the physician repositioned the ipsilateral limb upward during deployment. A follow-up angiogram confirmed correct positioning. The contralateral limb was deployed without incident. A completion angiogram revealed complete exclusion of the aneurysm, however, the proximal trunk had migrated upward, covering the left renal artery (lra) . The physician was able to catheterize the lra, and successfully implant an express sd stent to restore blood flow. The pt tolerated the procedure. The physician noted that the end position of the ipsilateral limb was well above the iliac bifurcation, and stated the reposition maneuver was overdone, which may have caused the proximal migration of the main body.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.